Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2026. According to the patient, on (B)(6) 2026, no specific symptoms were reported, but when a fingerstick was taken the cgm reading was 177 mg/dl, and the blood glucose reading was 650 mg/dl. The patient called an ambulance and was brought to the hospital. When a fingerstick was taken at the hospital the blood glucose reading was over 1000 mg/dl. At the hospital the patient was assisted but no specific treatment was documented. There was no information provided on when the patient was discharged. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.